Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a registered nurse observed solution backflow with a clearlink continu-flo solution set. This event occurred during patient infusion. The reporter did not invert the set and tap the check valve during priming per label copy. The reporter set up a secondary infusion of venofer 200mg using a baxter secondary medication set. The reporter used the hanger supplied with the secondary set to lower the primary infusion of an unspecified bag of saline 100ml. A sigma spectrum pump was used for the infusion at approximate rate of 200ml/hr with approximate duration of 30 minutes. After about 25 minutes, the venofer was observed to have backed up the primary line past the check valve into the drip chamber. The infusion was stopped and the line flushed to advance the medication to the patient. The patient received the intended dose of medication and treatment was not delayed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The lot was manufactured from november 17, 2015 to november 18, 2015. The actual device was not available; however, a companion sample was received for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A visual inspection was performed with no issues noted. Pressure test and clear passage under water was performed with no defect found. Back flow test was performed with no issues noted. Functional testing was performed with no issues noted. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.